Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the patient presented remotely via merlin.net. Review of transmission noted that remote alert flagged for atrial fibrillation (af) but it was not shown on electrogram. No changes or interventions were reported. The patient was in stable condition.